Event description:
The customer reported to beckman coulter (bec) that their unicel dxh 800 coulter cellular analysis system generated erroneous differential results without instrument specific suspect messages. Controls were run before the incident and recovered within range. The patient samples were tested on two consecutive days. Based on provided data, the patient was redrawn on (B)(6) 2013 and tested on the dxh 800 instrument. The analyzer generated erroneous high neutrophils without instrument suspect messages compared to the manual slide review that included numerous plasma cells and was considered correct by the customer. The erroneous results were reported out of the laboratory, but the customer was able to correct the report. There was no death or injury attributed to this event and there was no change to patient treatment. This report documents patient results generated on (B)(6) 2013. An MDR 1061932-2013-01594 is associated with results generated by the dxh instrument on (B)(6) 2013 at this customer site.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched fort his event. Raw data was received and is pending analysis. Failure mode cannot be determined with the information provided, pending raw data analysis.

Manufacturer narrative:
Beckman coulter is providing raw data analysis results: the sample provided has 45-50% plasma cells. Most of the plasma cells appear in the aged cell region in the dc-op view. The algorithm classified them as aged neutrophils. As a result, the neutrophil percent is elevated and the lymphocyte percent is decreased. The algorithm did not set variant lymph flag because after removing the plasma cells the lymphocyte population looks less abnormal. Update cause and conclusion: the algorithm did not set variant lymph flag because after removing the plasma cells the lymphocyte population looks less abnormal.